Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became less responsive over past several months and multiple presses were necessary for display to activate. The customer stated that the wake button issue had not yet affected blood glucose levels but would soon due to the increasing difficulty of pressing the button. Reportedly, customer continued to use the pump for insulin therapy.